Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event involved a transpac® IV monitoring kit w/03 ml squeeze flush device, microclave®, 03 ml safeset¿ reservoir and blood sampling port where it was reported a disconnection under the safe flush chamber resulting in patient blood loss. A neonate patient lost about 5-7mls of blood, but the patient is fine. The device was on the patient for less than 48 hours and the staff became aware of the issue when it was noted that the art line tracing was lost, blood was leaking backward into the line and safeset. Full blood count for hemoglobin results for checking. Separation at the safeset site, needing to replace with a new set. There was patient involvement but no patient harm. This is the second of two events.

Manufacturer narrative:
D9: date returned to mfg on 4/3/2023. Received one used. List #011-46115-21, transpac® IV monitoring kit w/03 ml squeeze flush device, microclave®, 03 ml safeset¿ reservoir and blood sampling port; lot #5985013. Received one used. List #unknown, 50ml syringe; lot #unknown. The reported complaint of separation was confirmed on the returned sample. An image was provided by the customer showing the area of the defect. During visual inspection, the plug stopcock was separated from the safeset reservoir. The probable cause of the separation had occurred due to insufficient solvent coverage applied during assembly. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.